Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir lip top clear ring of insulin pump was missing. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated that they had high blood glucose level. The insulin pump will not be returned for analysis.